Manufacturer narrative:
Requests have been made for return of product. Evaluation is pending upon completed investigation of the product.

Event description:
During surgery, part broke while trying to implant part. No harm to patient. All parts being returned. Additional information received from the sales representative on 12/16/2009: the sales representative reported that a male patient underwent an open posterior procedure to fuse an adjacent level at l3-l4. The surgeon prepared the disc space with both shaver and then the distractor. The surgeon first used an 8mm trial size. A 10mm ardis implant was placed on the inserter using correct procedure. The surgeon attempted to enter the disc space at an oblique straight path trajectory from lateral to medial. The surgeon hit the implant with a 2 lb mallet 5-6 times when the reporter said, it looked like the implant gave way. The implant came off the inserter and the surgeon used pickups to remove it from the wound. The surgeon then used a trial size 10mm followed by a 8mm implant when the same thing occurred again. The surgeon did not use a tamp. The surgeon did not use implants in this surgery due to the implant breakage.